Event description:
The customer called braun thermoscan's 1-800 number, reporting that she had rec'd low temperature readings on her daughter. In december, she obtained a reading of 100 f with her ear thermometer. She disbelieved this reading, and took her child to the ER, where a reading of 104 f was obtained rectally. The child was diagnosed with a kidney infection. According to the customer, the child is fine now. It was not possible to establish whether the unit was being used according to the instructions. Although the customer returned one of co's phone calls, her message stated that she thought she had been quite clear during her initial call to customer svc, and could not imagine what else co needed to know. The customer has not responed to subsequent attempts to gain more info.